Event description:
It was reported that a vessel dissection occurred, and the patient died. A rotapro was selected for use for an atherectomy procedure in the very tortuous left anterior descending artery (lad). During procedure on the second lesion treated, the rotapro was rotating in one of the arterial bends and the vessel dissected. The dissection spiraled all the way down the lad. It was noted the wire was placed in a good place distal to the lesion and remained undamaged. The patient later died. It was further reported that there were no performance issues with the rotapro device. The target lesion was very tortuous and calcified. A spiral dissection occurred due to the patient's underlying anatomy, and the physician was unable to control the dissection. The patient crashed soon after the dissection.

Event description:
It was reported that a vessel dissection occurred, and the patient died. A rotapro was selected for use for an atherectomy procedure in the very tortuous left anterior descending artery (lad). During procedure on the second lesion treated, the rotapro was rotating in one of the arterial bends and the vessel dissected. The dissection spiraled all the way down the lad. It was noted the wire was placed in a good place distal to the lesion and remained undamaged. The patient later died.